Event description:
It was reported that the ventilator became inoperable while in use but that the unit did not quit ventilating. The unit had been running on same patient settings for 24 hours, had a lot of moisture in the circuit and indicated a high urgent alarm indicating it was unable to determine breath delivery. The patient was placed on another ventilator with no negative outcome as a result of this event. There is no report of serious injury or death associated with this event..

Manufacturer narrative:
(B)(4).follow up with the inital reporter stated this ventilator has been run for twelve days and he has not able to duplicate the malfunction reported by the respiratory therapist(rt). It has not been returned to respiratory service nor has it been returned to the manufacturer for evaluation.